Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while performing a 12-lead ECG on a patient, the user transmitted the ECG rhythm from a previous patient event, which was stored in the device's memory. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.